Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia with a self-reported blood glucose of 48 mg/dl while on the phone and had disconnected from the ilet earlier that morning due to low glucose, with no use of the ilet or mdi during that period. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral glucose. Troubleshooting and education were provided. Investigation included a case review with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.